Event description:
Document received alleges an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. The report alleges: "the patient developed fever, chills, aches, bodily pains, and bacteria infection after administration of heparin 30ml." No additional information was provided including specific event details, medical interventions and patient outcome.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).